Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented due to unstable angina and coronary angiography was performed. The target lesion was a de novo long lesion extending from mid to distal left anterior descending (lad) artery with 90% stenosis and was 9.00mm long with a reference vessel diameter of 2.50mm. The target lesion was treated with pre-dilatation and placement of a 2.50x12mm promus element¿ plus drug-eluting stent, with 0% residual stenosis. The following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2017, the patient presented to the emergency room with the complaint of chest pain located primarily in the left side of the chest. The patient was admitted to the hospital after evaluation and has been placed in the telemetry department. The patient was diagnosed with unstable angina with chest pain after cardiac consultation. The patient's blood pressure was continuously monitored, was placed on aggressive medical treatment and recommend for cardiac catheterization. The following day, coronary angiography was performed, which revealed mild in-stent restenosis at the proximal segment and moderate in-stent restenosis at the distal edge of the study stent deployed in mid lad. On the same day, the 95% ostial stenosis in the second diagonal branch was treated with pre-dilatation and placement of a 2.25x8mm non-bsc drug-eluting stent. Following post-dilatation, the residual stenosis was 0%. The following day, the event was resolved and the patient was discharged on aspirin and clopidogrel.